Manufacturer narrative:
The device was discarded and not returned to the MFR for eval. A sample device was received from the facility and evaluated. The result of the eval was that the device evaluated met product specifications.